Event description:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of zero days, due to cardiogenic shock. It is unknown if the death was device related. Patient also had another valve (model 2700) implanted, and a ring (model 4475) explanted. No further details were provided. Information learned from implant patient registry, and from the operative report.

Manufacturer narrative:
Device not returned.